Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, there was an intermittent short detected between the gel fire wires inside the cable connecting ECG a, ECG b, and the front therapy electrode. The cause for the reported messages was the shorted gel fire wires. The root cause of the intermittently shorted gel fire wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "add gel" messages in the absence of a prior gel release.